Event description:
It was reported that a caller experienced an issue with a pump screen that was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The caller was advised that further troubleshooting was necessary with the pump nearby.